Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 06/02/2017 returned test strips produce lo readings. Most likely underlying root cause of "lo" results and e-5 errors are due to improper handling: missing chemistry (washed off) test strip (B)(4).

Event description:
Consumer called requesting assistance with performing a control test. (B)(6) is calling on behalf of the customer. Control tests performed during call on (B)(6) 2017 produced results of e-5 and lo. Customer also reported obtaining a blood glucose test result of lo on (B)(6) 2017 at 4:29 am (fasting). The customer's expected fasting blood glucose test result range is 95 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results.